Manufacturer narrative:
(B)(4). Section g4 and h4: device 1: lot#: 2102791658; date of manufacturing; 19 september 2023; UDI: (B)(4). Device 2: lot#: 2102017384; date of manufacturing; 04 february 2022; UDI: (B)(4). Device 3: lot#: 2102650880; date of manufacturing; 13 june 2023; UDI: (B)(4). Section h10: the subject rt042 vented hospital nasal masks have been requested to be returned to f&p healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in illinois reported via a fisher and paykel (f&p) healthcare field representative that the seal of three rt042 vented hospital nasal masks were detaching from the mask frame. The healthcare facility has also indicated there were other rt042 vented hospital nasal masks from the same batch numbers with the same issue however this is still to be confirmed. There were no patient consequences reported.

Event description:
A healthcare facility in illinois reported via a fisher and paykel (f&p) healthcare field representative that the seal of three rt042 vented hospital nasal masks were detaching from the mask frame. The healthcare facility has also indicated there were other rt042 vented hospital nasal masks with the same issue, however, the quantity could not be confirmed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected data: section d1: brand name updated to fisher & paykel healthcare. Section d2: common device name updated to vented hospital nasal mask. Section d2a: product code updated to byg. Section g1: manufacturer contact office: contact person changed to mr. (B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Section d4 and h4: device 1: lot#: 2102791658; date of manufacturing; 19 september 2023; UDI: (B)(4). Device 2: lot#: 2102017384; date of manufacturing; 04 february 2022; UDI: (B)(4). Device 3: lot#: 2102650880; date of manufacturing; 13 june 2023; UDI: (B)(4). Section h11: method: the subject rt042 vented hospital nasal masks were returned to f&p healthcare for evaluation, where they were visually inspected. Results: visual inspection of the returned masks confirmed that the facial seal was fully separated from the mask base on all three devices. Conclusion: we were unable to determine the root cause of the observed separation as there is no evidence of incorrect manufacturing of the masks. The rt042 vented hospital nasal mask has a hard plastic base, with foam cushion and nasal seal around the outer edge of the base to seal onto the patient. The nasal seal is inserted onto the base of the mask until it is aligned. To remove a properly fitted seal requires excessive force. The user instructions illustrate in pictorial format the correct set-up and proper use of the rt042 vented hospital nasal mask. It also states the following: "operating pressure range: 3 - 25 cmh2o." "This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff."